Event description:
It was initially reported by the physician that the pt showed high impedance (?=10,000 ohms) on diagnostics test. Last good diagnostics results were obtained on (B)(6) 2009 in the operating room when pt had his battery replaced due to end of service. Pt was programmed and x-rays were taken. No pt manipulation or trauma was reported to the device. X-rays were received and reviewed. No obvious cause for erratic stimulation was identified in the visualized portion of the pt's vns device. It was noted that the lead body could not be visualized in the neck region and therefore a lead discontinuity cannot be ruled out in that section of the lead body.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.